Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. Beginning on the day of onset, the patient was treated with vancomycin injection 1 gram once every three days (route and duration not reported), amikacin 500 milligrams loading dose (route not reported), and then amikacin 260 milligrams once daily (route and duration not reported) for the peritonitis event. On an unreported date, dianeal therapy was discontinued and on an unreported date, the peritoneal dialysis catheter was removed. Hospitalization was ongoing. It was reported that the peritoneal effluent was clear. The patient was recovering from the peritonitis event. No additional information is available.